Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/24/2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 27.9mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. The patient stated that they miscounted carbohydrates. The patient stated that the condition/illness is the cause of the bg excursion. During troubleshooting it was noted that the patient overrode the dosage recommended by the bolus calculator feature and the patient was insistence/lost confidence. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.